Manufacturer narrative:
.

Event description:
The hcp reported when the patient's pump was interrogated, it indicated a motor stall had occurred; however, no alarm was sounding. The patient had not been through withdrawal but did have some increased pain. Residual volumes were within normal limits. The drug used in the pump is dilaudid 10 mg/ml at 13.690 mg/day. Follow up with the hcp confirmed the reason for the motor stall indicated on the readout was an MRI. Review of the logs indicated it was a false motor stall which was supported by the fact the patient remained asymptomatic, no alarm was sounding, and the actual residual volume matched the expected residual volume in the reservoir.